Event description:
Have developed neuropathy over entire body consisting of numbness and tingling creating anxiety/panic attacks and inability to sleep, work or function normally. Have been using fixodent for dentures. Dose or amount: upper dentures only; frequency: x5 per week; route: dental. Dates of use: 2006 - 2009. Diagnosis or reason for use: denture adhesive.